Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient experienced decreased visual acuity. The lens was found to have sub surface nano glistenings (ssng), which were confirmed by photographing the anterior ocular segment. There were no abnormalities with the cornea or retinal diseases found, and secondary cataracts were not observed. Add'l info was requested.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Add'l info has been requested. (B)(4).